Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was oversensing atrial activity. Several episodes were declared that delivered inappropriate shocks and anti-tachy pacing (atp) therapy to this patient. A revision procedure took place and it was discovered this rv lead had dislodged. The lead was explanted and successfully replaced with another rv lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Setscrew marks were noted on all terminal connectors. The helix was fully retracted with tissue entwined. All of the damage noted on this lead during analysis testing appears to have been induced during the explant procedure. The following is a summary of the lead damage; separated proximal shocking coil from the medical adhesive (ma) bonding at the distal end, a twisted lead body in a clockwise pattern possibly due to over torque of the helix and dried body fluid/blood noted sporadically within the lumen. Resistance tests were then performed to assess the electrical performance of the lead, and all measurements were found to be within normal limits. Analysis testing was unable to reproduce the clinical observation, however we understand that it is not always possible to fully simulate each clinical event in the laboratory setting.